Event description:
It was reported that during implant the atrial lead would not fit into the device atrial port. The device was not implanted.

Manufacturer narrative:
The reported inability to accept lead was confirmed in the laboratory. Visual inspection noted epoxy material on the atrial ring spring that prevented the lead from being fully inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.